Manufacturer narrative:
(B)(4). The device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID#2134265-2015-00644. It was reported that guide wire entrapment occurred. An 035/180 amplatz super stiff guidewire and an 8.0 x 40, 75cm mustang¿ balloon catheter were selected for use in a fistulogram. During the procedure, the balloon catheter became stuck on the guide wire and the shaft of the mustang broke. The devices were removed together. The procedure was completed with another 8.0 x 40 mustang¿ balloon catheter. No patient complications were reported and the patient's status was fine.